Manufacturer narrative:
The device used during the reported event was discarded by the hospital according to safety policy.

Event description:
A report from a user facility in (B)(6) stated that according to the surgeon the cutter was making a sound that was different from normal and also appeared not to be working correctly. A new cutter from a different pack was used instead to complete the procedure. There was no report of injury or consequences to the patient.

Manufacturer narrative:
We have received additional information from the reporting facility indicating that the original description of the event was not accurate. The cutter was indeed cutting but was not adequately aspirating despite attempted aspiration external to the patient's eye. As a result of this additional information, it has been determined that the issue documented in this report does not meet the criteria of a reportable malfunction and the complaint record will be revised accordingly.